Manufacturer narrative:
Concomitant product: product ID mdt-lead.

Event description:
It was reported that during use of the device pacemaker mediated tachycardia episode occurred, and atrial lead undersensing noted. The device and the atrial lead remain in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.